Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, noise was observed on the atrial lead of an asymptomatic patient. The patient would be monitored.